Event description:
The following was reported to hamilton medical ag: after replacing the o2 mixer with a new spare part at tsw, the pneumatic 2 - o2 inlet test failed. Low flow. The mixer cannot provide a flow rate greater than approx. 4l/min and reports oxygen supply failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 information: investigation: we cannot confirm the error message "o2 supply failed" as no log files were shared by the customer. The cause of the issue most likely was a malfunction of the o2 mixer valve not opening. In consequence (correction) the o2 mixer assembly was replaced. The device was successfully tested by a certified service technician and released afterwards. Since then no complaints related of this device were reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in service. No patient was involved when the event occurred. No patient or user harm was reported.

Manufacturer narrative:
O2 mixer assembly replaced was replaced and the device worked as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after replacing the o2 mixer with a new spare part at tsw, the pneumatic 2 - o2 inlet test failed. Low flow. The mixer cannot provide a flow rate greater than approx. 4l/min and reports oxygen supply failed. No patient involvement.